Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. Lot release records were not reviewed as the product lot number was not provided.

Event description:
A customer reported that her husband passed away and she no longer needs the op/pdm. Three follow-up attempts were made to get more information on the death but no response.